Event description:
It was reported that the device was used during a hals nephrectomy, first disc burst during insufflation with the use of trocar. The second device split on the bottom half leaving the bottom ring inside the patient. Another device was inserted and the case was completed. No patient consequences.